Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, revision procedure date, as no event date was reported. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was used during a robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy with sacral colpopexy, and cystoscopy procedures performed on (B)(6) 2017 to treat a patient with procadentia, heavy bleeding and cervical dysplasia. On (B)(6) 2019, the patient was experiencing pelvic pain. A robotic removal of abdominal retroperitoneal mesh, cystoscopy, and anterior repair procedures were done. During cystoscopy, it was noted that there were no bladder injuries. The patient was explained with the risks and benefits and the patient signed a consent form with a witness present. The patient was then taken to the operating room and underwent general anesthesia. The umbilical camera post was placed followed by right and left ports. Upon entry, the physician retracted the mesh, which was dissected off the anterior bladder wall and the posterior vaginal wall. The vaginal cuff appeared to be open at the time of removal and then they continued to dissect posterior right retroperitoneum and removed the mesh off the tissue and cut down to the anterior sacral ligament and the lateral ligament, which was removed. No bleeding was noted. At that time, the vaginal cuff was closed using #0 vicryl followed by several #2-0 vicryl to reapproximate. The retroperitoneal mesh was completely removed intact. The procedure was done and a cystoscopy procedure was performed. Cystoscopy revealed no bladder injury and the procedure was complete. The instruments were removed. The skin was closed using #3-0 monocryl. The patient was sent to the recovery room in stable condition.